Event description:
According to the reporter, during an open laparotomy bowel resection, in small intestine resection, firing was conducted as usual. However, on the distal part, the staple was not fired on 1/3 (about 1 centimeter) of the staple line, the knife cleanly cut the tissue. Poor staple formation was also reported. The lumen was completely open. It was noted that the tissue was not thick nor hard. Full thickness suturing was performed by hand to close the lumen. Furthermore, ligation and additional suturing was performed on the serosal muscle layer from the part where the staple was properly fired to the tissue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap (lot#unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired and the interlock was engaged, the jaw of the reload was open, three staples remained on the cartridge surface, and the two staples on the reload were under crimped and the one was over crimped. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. Test media was transected, and the reload interlock was tested and found to function properly. It was reported that staples were missing from the staple line after firing the reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open laparotomy bowel resection, in small intestine resection, firing was conducted as usual. However, on the distal part, the staple was not fired on 1/3 (about 1 centimeter) of the staple line, the knife cleanly cut the tissue. The lumen was completely open. It was noted that the tissue was not thick nor hard. Full thickness suturing was performed by hand to close the lumen. Furthermore, additional suturing was performed on the serosal muscle layer from the part where the staple was properly fired to the tissue.